Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an insulin safety syringe. The customer reports the clinician was stuck after thinking the unit had locked the needle off. The crm informed that due to hippa, they are not able to provide any information on the individual who had the issue with locking the needle. The reason for use was to administer an insulin injection into the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.